Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. No cartridge was returned, only iol was returned. Iol returned posterior surface up instead of anterior surface up in the iol case. Substantial amount of solution is dried on the lens. One haptic is broken/torn and not returned, the tip of the other haptic is broken and not returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. It is stated in the file that the viscoelastic was not at room temperature during loading. The reported damage occurred at the time of insertion in the cartridge. No cartridge was returned. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states that the viscoelastic was not at room temperature during loading. IFU instructs: "refrigerated company ophthalmic viscosurgical device (ovd) should be allowed to attain room temperature prior to use". Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery, causing potential unsuccessful delivery outcomes. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, during loading the iol haptic has been cut during the insertion in the cartridge. The procedure was completed with unspecified lens. There was no patient contact. Additional information has been requested.